Manufacturer narrative:
Corrected data: h11 - additional narrative/data. The report event of high impedances was confirmed. As received, visual inspection showed the returned stim end lead segment found all the internal lead wires being broken. The cause of the event is consistent with damage during use.

Event description:
It was reported that patient experienced ineffective therapy after a motor vehicle accident. System diagnostic recorded high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. System diagnostics revealed high impedances on both leads. X-rays also showed both leads were fractured. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. In an update it was reported surgery took place on (B)(6) 2025 where an attempt was made to add two new percutaneous leads. The leads could not be placed due to scar tissue in the epidural space. The case was aborted. The proximal ends of the pre-existing fractured leads were cut and left in the ipg to preserve it for future use. The rest of the leads were discarded.